Event description:
It was reported that the patient presented to the hospital with an infection. The pacemaker pocket was eroded, and the pacemaker was visible through the pocket. The infection likely occurred at the time of the pacemaker replacement. The pacemaker system was explanted, and the patient was stable.

Manufacturer narrative:
The device was returned and device evaluation revealed no anomalies. Interrogation and visual screen test results were acceptable. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.